Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced redness, hardness, discharge and induration at the peg stoma site and was treated with hypertonic solution of saline 13%, antiseptic spray octanisept for 1 week and bath with a solution of ampitasol (soap). The gastroenterologist recommended augmentin 1000mg 1x2 for 1 week.